Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4), viva xt crt, (B)(6) 2012; 4076-52, implantable pacing lead, (B)(6) 2012; 4296-78, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there was t-wave oversensing. Reprogramming was done. The lead remains in use. It was also noted that the patient was part of the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.